Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu1754 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a "tiny hole" in the clear extension leg that began to leak. The PICC was removed.